Event description:
Flushed fine until the syringe was activated. When the syringe closed, it did not flush appropriately. Problem was noted when setting up the lines. There were no complaints by nursing staff that the lines were not working well when on patients. There was more than one occurrence of this, but the frequency or number was not documented. The affected lot number was pulled from stock and returned to field sales representative.